Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was noted that the device had unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant product: 6943, implantable tachy lead, (B)(6) 1999. (B)(4).